Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h6.

Event description:
Patient reported a possible right side implant exchange with no complaint against the device. Later healthcare professional reported "leaking". This record is for the right side. Device was explanted.

Event description:
Patient reported a possible right side implant exchange with no complaint against the device. Later healthcare professional reported "leaking". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, e1, e3.

Event description:
Patient reported a possible right side implant exchange with no complaint against the device. Later healthcare professional reported "leaking". This record is for the right side. Device remains implanted.